Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during skin closure following an open mastectomy. The loop broke as the suture was pulled tight. A new suture was used to complete the procedure with no issues. The patient status is alive with no injury.